Event description:
Eclipse homepump containing ceftriaxone 2 grams in 0.9% sodium chloride 100 mls defective: model# e102000, lot# 0202850367. The tubing that inserts into the ed is broken allowing all the medication to leak from the ed.